Event description:
A malfunction was reported on a pump, potentially due to it getting warm from being around the patient while they were sleeping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information for resetting the pump, but the malfunction recurred. The customer's pump is out of warranty, and they plan to use multiple daily injections (mdi) as backup therapy and declined an out-of-warranty loaner pump. No additional patient or event information was available.